Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that "the aqua cuff loses its blockage after a short time and the aqua then collects in the fome cuff, so there must be a leak in the cuff supply lines. The event took place while the device was in use with the patient, but there was no human harm.